Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the auxiliary water channel, but the type of the material or root cause cannot be identified. Handling the device in accordance with the following instructions for use (IFU) enables the user to detect the suggested event properly: "inspection of the auxiliary water feeding function." Handling the device in accordance with the following IFU enable to user to reduce/prevent the suggested event: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only)." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the angle adjustment control knob would not adjust the angle of the subject device. The reported issue occurred while preparing the subject device for use, prior to an unspecified diagnostic procedure. The intended procedure was successfully completed. There was no delay in the procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed coming out from the channel. This report is being submitted for the malfunction found during evaluation of the device (foreign material).

Manufacturer narrative:
In addition to foreign material in the channel, service confirmed the customer's report that rotating the angle adjustment control knob did not adjust the angle. Service also found the bending angle in the up direction was out of specification due to wear of the angulation wire. The light guide bundle was not in a good condition, resulting in insufficient light from the light guide lens. There was a gap in the adhesive on the bending section, and the adhesive on the bending section cover was peeled off. The insulation resistance was out of specification due to missing the plastic distal end cover. The up/down angulation knob was loose due to wear of the angulation wire. The distal end was scratched and dented. The light guide lens was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.